Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a product was opened in surgery and found to be defective and crushed. The issue was identified intra-operatively upon opening the device for use. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.